Event description:
Customer reported to beckman coulter, inc. (Bec) that the total protein measurement module pump was leaking reagent inside the synchron lxi 725 clinical system. Customer reported that the analyzer displayed low total protein measurement reagent in cup errors. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the reagent pump was leaking and replaced the module pump. To date, customer has not contacted regarding any further leak from the reagent pump.

Manufacturer narrative:
(B)(4).